Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she had a fibromas growth from a nerve disorder that she was recently diagnosed with. The customer's neurologist felt that the growth may have been caused by the insulin pump being worn in the customer's bra, against her skin. Nothing further was reported.